Event description:
It was reported that during a follow-up, the lead was found to be dislodged. The physician believes that the lead was not fixated properly during implant. Lead was explanted and replaced. Patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.